Event description:
Event description guidant received information that this coronary sinus implantable lead exhibited elevated pacing thresholds and loss of capture. In addition, oversensing of atrial activity resulting in inhibition of pacing was observed.